Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with an error in multiple light ports before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The company representative also cleaned the tabletop and auxiliary illuminator lamp port optics. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).